Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error as well as keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that the buttons were sticky and hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime or a33 test, excessive no delivery test, self test, a21 error test and the delivery accuracy test at 0.08710 inches. All operating currents are within specification. Off no power alarm functions properly. Device passed back light check. No back light anomaly noted. The low reservoir alarm was set to 20.0 units. Device properly alarmed low reservoir with 20.0 units remaining in the status screen. The motor functions properly during testing. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The test battery was removed and reinserted with no failed battery test alarm noted. The no delivery alarm functions properly during the basic occlusion test. No unexpected no delivery alarm noted during testing. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.